Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient was revised due to malalignment stem. Revision njr number: (B)(4). Side:r. Primary asa: p2 - mild disease not incapacitating.